Event description:
It was reported that the patient presented in clinic after contacting the clinic that the implantable cardioverter defibrillator (ICD) had vibrated. Upon interrogation, it was discovered that the ICD was in backup. The ICD was restored to normal device function. The patient was in stable condition before, during, and post programming.